Event description:
A healthcare professional reported that, following a glaucoma filtration device (gfd) implant procedure, the device was removed due to complications. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, no complications occurred during the initial implant surgery. The patient had developed sectoral corneal edema in the area of overlying implanted device. The device was removed by making a slight enlargement of paracentesis incision during the secondary procedure. The patient was also suffering from a total hyphema and intraocular pressure started to raise. A peripheral iridectomy was performed.